Event description:
Device misfired--incomplete q's - either straight shots or candy cane shaped tacks. Tacks needed to be removed with graspers. Surgeon used pro tack to complete procedure.

Manufacturer narrative:
Evaluation of the returned unit showed that the 8 degree machined surface on the left tip, which is responsible for proper construct formation, was acceptable. The unit was functionally tested by activating the device and deploying constructs in to the open air. Three out of three constructs deployed in this manner for classified as properly formed constructs. The remaining constructs from this device were fired into the test pad to simulate usage. A total of eight were fired into the test pad. The eight constructs were visually examined and classified proper formed constructs. Reported event could not be duplicated. A review of the DHR showed that there were no incomplete construct test fires associated with the lot release testing.